Manufacturer narrative:
The customer¿s report of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was confirmed. Functional testing was performed and no leaking was noted during the first test infusion. The secondary set was disconnected and then reconnected to the primary smartsite valve, but this time in an orientation ~180 degrees around from the original starting point on the valve threads. A few minutes after a second test infusion was started, a slow drip leak was noted at the texium-to-smartsite connection. The sets were examined via CT scanner and no leak path was identified. The root cause of the leak was not determined.

Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag, ndc 0409-7983-02, lot: 65-095-jt, exp: 1 may 2018, 0.9% sodium chloride injection and 250 ml, hospira bag ndc 0409-7983-02, lot: 65-092-jt, exp 1: may 2018, 0.9% sodium chloride injection; (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak coming from the chemo bag during patient use. The infusion was busulfan 78 mg/155 normal saline.